Event description:
Healthcare professional reports seven incidents of blood leaks with the af-220 dialyzer, occurring since 2000. Incidents occurred during and toward end of treatments. Incidents noted due to blood leak alarms. Some incidents were confirmed positive with hemastix. Incidents resulted in discontinuation of treatments. Blood was not returned to pts, with an estimated blood loss of 200cc per pt. Treatments were resumed with new disposables or terminated early. No pt injuries or medical intervention reported.